Manufacturer narrative:
Correction: 'company representative' should have been reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the right atrial lead was explanted due to insulation anomaly. No further information was available.